Event description:
Surgeon provided add'l info. The organism identified was staphylococcus hemolyticus. The pt has undergone a vitrectomy and second instillation of antibiotics requiring hospitalization. The condition is ongoing.

Event description:
Pt's vision has improved from count fingers to a va of 20/25.

Event description:
The reporting surgeon provided add'l info. The pt presented three days postop with swelling, pain, and hypopyon. The pt was started on topical steroids and within six hours the condition worsened. The pt was referred to a retinal specialist. A vitreous tap was performed, followed by injection of antibiotics and a steroid. Culture results identified stayphylococcus. The pt's vision was reported to be count fingers.

Event description:
A surgeon reported that the first day following implantation of an intraocular lens (iol), the pt's vision was 20/30. Later the pt developed endophthalmitis and was sent to a retinal specialist. The associated between this event and the iol is not known. Add'l info has been requested.